Event description:
On (B)(6) 2010, pt reported her menu button and check mark button were not working. Pt stated she could not get either of them to respond. Pt currently does not have a battery in the infusion device. Advised the key lock may be on. Pt reported she would get a battery and call back to continue troubleshooting. Call back from pt, she reported she had a battery now and the buttons are working. Pt stated on (B)(6) 2010, the infusion device was in the run mode and the menu button and the check button both would not work. Pt reported she set the bolus using her menu button and then the check button wouldn't respond. Pt stated once this occurred, the menu button would no longer respond either. Educated the pt on the key lock and actually locked her infusion device. Pt reported the key lock was not turned on and the symbol was not on the screen. Pt stated she had taken the battery in and out several times on (B)(6) 2010 and the problems were not resolved. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.